Event description:
Information was received from a healthcare facility via a medtronic representative regarding a flex arm used in an unknown spinal therapy. It was reported that the flex arm did not fix even when turned. It was unknown if there was a patient involved in the event. No further complications were reported/ anticipated. Additional information was received. It was reported that there was no patient involved in this event.

Manufacturer narrative:
H3: product analysis: during the inspection at the time of acceptance, it was confirmed that the thread of the handle screw was deformed, the bur clamp was not working properly, the joint was worn, and the cable was worn. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.